Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial/lot #: (B)(4), ubd: 18-aug-2015, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(4), ubd: 21-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having the ins replaced due to normal eri. At pre-op, impedances were checked and contacts 0, 3, and 4 were out of range. Programming was using contacts 3 and 4. The hcp was made aware and they said the lead would need to be replaced at a later date if necessary. The leads were placed in a new generator and connections showed red for 0, 3, and 4 as expected due to impedances being >40,000. The out of range contacts were programmed around and the device was providing programming to the patient's satisfaction. The issue was said to be resolved. No further complications were reported.